Manufacturer narrative:
(B)(4). D10: cat# 192410 lot# 417580r echo por fmrl red nc 10x130mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the stem inserter threads snapped off after one mallet strike while attempting to implant the stem. The broken threads were lodged inside the implant. There was no way to get the broken threads out, and no way to screw a new inserter into the stem. Therefore, the implant was wasted, and a new one was used. It was reported that the implant itself was not defective, but the inserter (instrument) may have been. Surgical technique was utilized. There was no patient impact. There was no medical or surgical intervention. There was no surgical delay and no surgical complications. Foreign body was not retained. There were no contributing conditions related to the event. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6 one inserter was returned and evaluated. A visual inspection the device showed scuffing to both the inner and outer shafts. The blue handle had scuffing and scratches. There were also indentations to the strike plate. The threaded tip of the device was fractured with wear lines visible on two spots of the shaft, with one near the fracture site. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The reported event was confirmed via the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.